Event description:
Add'l info rec'd from MFR 7/26/2004: in the voluntary medwatch report are or are not attributable to the device:d this product is manufactured by attaching the female luer fitting of a standard hypodermic needle to the male luer fitting of the surguard safety sheath component. Follow-up communication with the user facility revealed that a tuberculin vaccine was being administered into the pt's deltoid muscle using a 3-cc syringe with the surguard needle protection device attached. While withdrawing the needle from the pt after completing the injection, the hypodermic needle assembly reportedly separated from the male luer fitting of the surguard safety sheath component and remained inserted into the pt's arm. The user was able to simply grasp the hypodermic needle assembly by the luer hub, remove it from the pt and discard it safely. The user reported that there was no impact to the pt and requested no further follow-up. A review of the manufacturing records reveals no problem during the manufacture of the sub-assembly or finished product lots. A review of complaints shows no other reports on any related lot numbers. Co is unable to verify a cause of this event with no samples for evaluation. However, the event description is consistent with a user-technique related cause. The instructions for use state that the user is to tighten needle onto sheath to secure the fit prior to use. Therefore, there is no indication that this event was attributable to the device. There is no current indication that this user-technique related issue is occurring with a lesser or greater frequency or severity than expected. There was no pt impact related to the reported event.

Event description:
Needle came apart from hub and was stuck in client's deltoid muscle after injection.